Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (water check time out ¿ unable to reach calibration temperature). A check of the diagnostics showed that the mixing pump had failed. Biomed requested a quote for the 2000 hours preventive maintenance service. Per follow up information received on (B)(6) 2022, there was no patient involvement as it was found during calibration. Per sample evaluation results received on (B)(6) 2023, it was reported that the pem missing from shell. It was stated that the l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was also stated that the performed visual and inspection and determined that the ac cca card and power module has degraded due to electrical overstress and will be replaced preventatively. It was noted that the scratches on control panel screen and this had no effect on the operation of the control panel. It was also noted that that the replaced the tank tubing, power inlet module, and cca ca card.

Manufacturer narrative:
The reported issue was confirmed. The device was evaluated upon receipt. Performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress and will be replaced preventatively. Replaced power inlet module and cca ca card. The arctic sun 5000 passed all performance testing, calibration, electrical safety tests and is functioning properly. Unit is ready for use. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology. It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided the DHR review is not required and the risk review and labeling review is not required as the investigation was confirmed related to supplier issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (water check time out ¿ unable to reach calibration temperature). A check of the diagnostics showed that the mixing pump had failed. Biomed requested a quote for the 2000 hours preventive maintenance service . Per follow up information received on (B)(6) 2022, there was no patient involvement as it was found during calibration. Per sample evaluation results received on (B)(6) 2023, it was reported that the pem missing from shell. It was stated that the l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was also stated that the performed visual and inspection and determined that the ac cca card and power module has degraded due to electrical overstress and will be replaced preventatively. It was noted that the scratches on control panel screen and this had no effect on the operation of the control panel. It was also noted that the replaced the tank tubing, power inlet module, and cca ca card.